Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic record from the event, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event when trying to obtain a 12-lead ECG summary. The customer advised that one battery was low at the time of the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event when trying to obtain a 12-lead ECG summary. The customer advised that one battery was low at the time of the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio evaluated the ac power adapter used with the device and confirmed that the ac power adapter was not communicating with the device; however it did provide power to the device. After further review of the downloaded electronic records and the information available, physio determined that the likely cause of the reported issue was due to an intermittent switching from the ac power adapter to a fully depleted battery for the source of power for the device. The cause for the intermittent switching was not conclusively determined. The customer was provided with a replacement ac power adapter.